Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple incomplete bolus alerts occurred. Reportedly, the customer does not believe that they were holding down the button to cause these alerts. Also, the customer stated that they exited out of all the screens prior to locking the screen. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support for the customer to upload their pump into the t:connect database to review pump data; however, the customer did not upload.